Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the built-in reader and laboratory results. Customer further reported that on (B)(6) 2018 he received sensor readings between ¿450¿ and hi (reading greater than 500 mg/dl). Built-in results were not reported. Customer self-administered an unspecified amount of fast-acting insulin, had a loss of consciousness and seizure, and woke up in the hospital where he received a laboratory result of ¿11 mmol/l¿, was diagnosed with severe hypoglycemia, and was administered 3 bags of glucose infusion. A subsequent laboratory result of ¿86¿ and a sensor reading of ¿276¿ were obtained. It is unknown how much time elapsed between the readings. Customer was hospitalized overnight. The units of measure were unspecified. However, the information provided meets our reporting criteria. Attempts to clarify information were unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the built-in reader and laboratory results. Customer further reported that on (B)(6) 2018 he received sensor readings between ¿450¿ and hi (reading greater than 500 mg/dl). Built-in results were not reported. Customer self-administered an unspecified amount of fast-acting insulin, had a loss of consciousness and seizure, and woke up in the hospital where he received a laboratory result of ¿11 mmol/l¿, was diagnosed with severe hypoglycemia, and was administered 3 bags of glucose infusion. A subsequent laboratory result of ¿86¿ and a sensor reading of ¿276¿ were obtained. It is unknown how much time elapsed between the readings. Customer was hospitalized overnight. The units of measure were unspecified. However, the information provided meets our reporting criteria. Attempts to clarify information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.